Event description:
Country of complaint: (B)(6). Needle detaches easily.

Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s. Reporting agent notified on (B)(4) 2014. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. The complaint is not corresponding (not assessable).